Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x12mm promus premier¿ stent was introduced into the patient however the physician decided to use another device of different size and place the 3.00x12mm promus premier¿ stent to another lesion. The device was removed however it was noted that there was a raised strut on the stent. The device did not re-enter the patient's body. The procedure was completed using a different device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). The complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).